Manufacturer narrative:
Insulin pump drive support disk was found slightly loose. Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, cracked case at reservoir tube window corners and displacement test. Insulin pump had a cracked case on display window corners, battery tube threads and reservoir tube window.

Event description:
Customer reported that the drive support cap was loose. Customer also mentioned that the reservoir had a crack. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.